Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. On the event date of 25-dec-2025, pump error 63 alarm was noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/27/2021 20:20:43.000 to 12/25/2025 15:25:30.000. There was no data available to verify daily total of basal/bolus delivery for the event date of 25-dec-2025. In further review of the formatted history file 1 week prior to the event date of 25-dec-2025, these pump error(s)/alarm(s) were noted: pump error 63 alarm (variableinfo = oc) was found on: 12/25/2025 15:25:28.000. Also, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms (variableinfo = 0c) on 12/25/2025 at 03:25:00 pm and (twice) on 12/25/2025 at 03:25:42 pm according in the detailed trace file. Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.18 mv). The pump was received with a depleted duracell alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. Unable to verify customer alleged for high bgs. Unable to perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms (variableinfo = 0c). Pump error 63 alarms (variableinfo = 0c), suspecting hw issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and received critical pump error alarm. The customer reported blood glucose value of 385 mg/dl, and the hyperglycemic event was treated with manual injection and by emergency room visit. The event involved product(s) mmt-1715kl, mmt-332a, mmt-397a. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Troubleshooting was performed for critical pump error, and pump does not show signs of any damages. Customer was using the correct battery cap for the pump in use. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No further patient complications were reported. No product return is required for mmt-332a, mmt-397a. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.